Manufacturer narrative:
Upon investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling: patient samples may contain heterophilic antibodies which could react in immunoassays to give falsely elevated or decreased results. Reasons for the presence of heterophilic antibodies might be for example elevated levels of rheumatoid factors or the treatment of patients with monoclonal mouse antibodies for therapeutic or diagnostic purposes. The roche cardiac t quantitative test contains ingredients that minimise interference from heterophilic antibodies. However, complete elimination of interference from all samples cannot be guaranteed.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable high results for 1 patient tested for roche cardiac poc troponin t on a cobas h232 instrument with serial number (B)(4) compared to a cobas e 411 immunoassay analyzer. The initial troponin t result from the h232 meter was 734 ng/l with a rerun result of 700 ng/l. The patient also had troponin I testing performed on the same day with a result of 4 ng/l. This troponin I result was what lead to the questioning of the troponin t results from the h232 meter. On (B)(6) 2018 the same patient sample was tested on a cobas e411 with troponin t result of 7.6 ng/l. On (B)(6) 2018 the patient was sent to the hospital for additional diagnostic testing. An angiography was performed and no signs of a myocardial infarct were found. There was no allegation that an adverse event. On (B)(6) 2018 a new sample from the patient had troponin t result from the h232 meter of 507 ng/l. The customer mentioned that on (B)(6) 2018 the same patient tested on the same h232 meter with the same lot of strips had a similar incident. The troponin t result from the h232 meter was 660 ng/l. No comparison testing data was provided. The investigation is currently ongoing.